Manufacturer narrative:
Date of event: unknown. The customer's address is unknown. Unknown, (B)(6), USA has been used as a default. Investigation summary: samples were received and an investigation was performed. Customer returned (1) loose 0.5ml bd insulin syringe. The returned sample was examined, and it was observed that half of the barrel tip and a portion of the barrel ranging between the 0- and 10- unit markings was broken off, thus exposing the plunger rod assembly this is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported 1 bd insulin syringes with bd ultra-fine¿ needle had a damaged barrel. The following information was provided by the initial reporter: "the customer reported... "Barrel broken", were observed."